Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was sticking and unresponsive. There was no adverse impact to the customers blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.